Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. (B)(4). The initial MDR was filed as manufacturing report #3004209178-2015-24000. Additional information has changed the manufacturing site to #(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient did see the healthcare provider (hcp). The hcp reported that the patient was apparently driving down a gravel road the week prior to (B)(6) 2015 and was starting to get a shocking sensation on the right side of her body. Her system was interrogated and it looked good, but then they started moving the connector around and got the shocking sensation. It was thought that it was shorting out from lead 3 to 0, so it was programmed around using contact #2. There was no way to know from the electrophysiological testing whether there was a loose screw in the connector or whether the lead or extension was actually bad. Further information received from a rep reported that the patient was scheduled for an exploratory surgery later in (B)(6). Thus, the rep could not determine the cause of the short yet, only that there was one.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient, who was implanted with an implantable neurostimulator (ins) for parkinson's disease, and the company representative. It was reported the patient felt a shocking sensation which occurred spontaneously. No diagnostics/troubleshooting were done yet because they were waiting on a doctor appointment and evaluation by their health care professional (hcp). Interventions included the patient turned the implantable neurostimulator (ins) off. No surgical intervention occurred. Further follow-up was being conducted to determine when the patient was scheduled to see their physician and if they had seen them, what troubleshooting was performed, what the cause of the shocking was, and if the shocking resolved.

Event description:
Additional information received from a company representative reported the patient felt shocking on the right side of the body and a revision/exploration surgery was performed on the day of report. Troubleshooting included impedance checks and palpating the area. The issue was not resolved at the time of report. The patient was going to undergo a new lead implant on (B)(6) 2016.